Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extreme nausea and light headedness during implantable pulse generator (ipg) reprogramming. The ipg was being prophylactically reprogrammed in response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event. Prophylactic replacement of the ipg is planned. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. No further patient complications have been reported as a result of this event.